Event description:
This ra lead was implanted on (B)(6) 1996 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that ra impedence measurements shown as having occasional spikes. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).